Manufacturer narrative:
Insulin pump was unable to prime during prime test due to faulty force sensor. Insulin pump was unable to confirm motor error due to prime anomaly. Motor passes motor test. Insulin pump received with cracked case on the lcd display window corners, minor scratches on lcd display window, crack on the battery tube threads and cracks on the reservoir tube lip.

Event description:
It was reported that the customer received a motor error after a bolus. Customer's blood glucose was 270 mg/dl. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.